Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that the black plastic tip broke when used to impact poly liner in accet. Cup by surgeon. Collar of black plastic impactor broke off and remained in patient until surgeon pulled out with koker. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11 upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.